Event description:
It was reported that the pump exhibited obstruction. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a high alarm displayed downstream occlusion. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to an uncalibrated (dso) downstream occlusion sensor. The reported issue was resolved by (dso) downstream occlusion sensor calibration. The service history review had no indication that the complaint was related to a service of the device within the review period.